Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva. (B)(6).

Event description:
Reporter alleged obtaining a result of 200 mg/dl on the active s system compared back to back with a result of 500 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter also alleged obtaining another comparison of 140 mg/dl on the active s system and 300 mg/dl on the aviva system when both of these results were performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.